Event description:
This is a case report received on (B)(6) 2010 by baxter (B)(4) from a pharmacist of hospices civils de lyon. It is reported that on an undefined occurence date, a baxter sv200 ruptured during the filling step. According to the reporter, the bladder was filled with sodium chloride and antibiotic. There is no patient involved. Only one unit was impacted. The sample is not available for analysis.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A batch review has been performed. The lot met the acceptance criteria for release.